Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that her first battery quit working after a short time so it was then replaced. No further complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that there was not a device concern or change in their therapy. The patient stated that to resolve the battery not working a new one was put in. The patient noted they had pain and depression related to the battery not working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.